Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump was exposed to moisture but was unsure whether it was from a leak or some other type of moisture. The customer also reported that there was fluid under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.